Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed over sensed beats on the rv channel only. Intrinsic r waves marched through, and external noise did not appear on the right atrial channel. The patient reported having a mammogram at the time of the episode. There was also a low r wave measurement. Reprogramming options were recommended for this system. The pacemaker and the rv lead remain in service at this time. No adverse patient effects were reported.